Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the returned unit confirmed the complainant¿s experience of a bent obturator tip. Based on the condition of the returned unit, it is possible that the obturator tip came into contact with a hard surface or anatomical structure in the body during insertion, which caused the obturator tip to bend. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic ectopic. Event description: I had a problem with applied trocar 12x100 ref ctf73 on (B)(6) 2020. After first attempt in using laparoscopic ectopic we found out the tip of the trocar is bent. Additional information received from applied medical representative via email on 29oct2020: it was used as the first entry port and was identified when the surgeon realized the trocar was not going in to the abdomen. The device was replaced and the procedure went on as normal. The bend was at the very tip of the trocar. The obturator was inside the cannula at the time of the incident. No unusual/excessive force was applied to the trocar, nothing extraordinary about the patient either. Intervention: change of device. Patient status: the patient was fine, it caused no harm and procedure was completed as expected.